Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) used in this procedure was returned to isi due to multiple stapler failures. The unclamp drivetrain failures were replicated on that usm using in-house staplers. Therefore, the main contributor to the failure(s) was usm-related. This usm was returned for failure analysis and the reported grip strength/stapling issue was confirmed and replicated. In the logs, stapler errors confirmed it to be an unclamping failure. During the system test, the stapler was tested on the usm and the 22030 error was replicated. The usm passed all relevant testing on the pftp. As a fix, the carriage rotors, gearboxes, and stators will be replaced.

Manufacturer narrative:
Based on the current provided information, the root cause of this reported intra-operative complication could not be verified or reproduced. Should additional information become available, a supplemental MDR will be submitted. Intuitive surgical, inc. (Isi) has received the sureform60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint the stapler compressed down with no issue and fired. However, at the end of the fire, there was a system-generated message stating, possible failure detected while unclamping; use grip to verify jaws are open. Do not reuse. Failure analysis found the primary finding of unclamping failure to be related to the customer reported complaint. For clarification, the instrument was returned in an expired state. The rfid editor was used return the instrument to an unexpired state. The instrument was found have an unclamp failure based on log review. Once the instrument was reinstalled on an in-house system, it passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully. The instrument was fired using a green 60 reload. Visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. The reported complaint of unclamping failure could not be verified or reproduced during in-house testing. The root cause not determinable/applicable. Visual inspection of backend was performed and a clear tubing was observed to be sticking out inside the housing, lodged within the main tube. Tubing was able to be removed and measured 9.5" long, with a channel width that matches closely with the drive cable diameter. Confirmed that this tubing should not be present in the instrument, a likely was left installed during manufacturing. Root cause is manufacturing related. This lodged component is likely unrelated to the unclamp failure observed in the logs. No image or video clip for the reported event was submitted for review. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: logs show first sureform used was part number: 480460-09, lot: l92211122-0269. This instrument was installed once with a blue reload and fired once. Firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the dsp logs. Msc logs show error 22030 with p1 = 2, indicating an unclamp failure occurred with this instrument. Msc logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. Logs show the second sureform used was part number: 480460-09, lot: l10220615-0176. This instrument was installed once with a blue reload and fired once. Firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the dsp logs. Msc logs show error 22030 with p1 = 2, indicating an unclamp failure occurred with this instrument. Msc logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. Logs show third sureform used was part number: 480460-09, lot :l10220615-0178. This instrument was installed once with a blue reload and fired once. Firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the dsp logs. Msc logs show error 22030 with p1 = 2, indicating an unclamp failure occurred with this instrument. Msc logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted hemicolectomy - right surgical procedure, the stapler instrument had an inadequate clamp message. The surgeon could unclamp the staplers, and did not have to use the manual release key. The staple lines were complete. However, one of the staple lines oozed/ as a result, the surgeon cauterized the staple line to stop the ooze.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the instrument had an inadequate clamp message. Intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator stated she was there for a part of the procedure. She noted that the surgeon experienced issues with three sureform 60 stapler instruments. The surgeon used these staplers with a blue sureform60 reload on three different spots on the right colon. For all three staplers, the stapler compressed down with no issues and fired. However, at the end of the fire, there was a system-generated message stating, ¿possible failure detected while unclamping; use grips to verify jaws are open. Do not reuse.¿ the surgeon could unclamp the staplers, and she confirmed they did not have to use the manual release key. The staple lines were complete. However, she cannot recall which one but confirmed that one of the staple lines oozed between the first and the second stapler. As a result, the surgeon cauterized the staple line to stop the ooze. The robotics coordinator could not provide any further information. She confirmed the products are being sent to isi for review. This medwatch (MDR) report covers the reported issue of the unclamping failure and separate complaints and their related MDR have been generated to address the other two staplers unclamping failure under patient identifiers: (B)(6). Refer to the report under patient identifier: (B)(6) for the required surgical intervention of cauterization of the staple line to control the ooze is addressed.